Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (posterior chord tear) appears to be related to procedural conditions of difficulty removing the clip from anatomy. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First, a xtw mitraclip (lot: 40201r2095) was implanted successfully. Gradient was 4mmhg. Residual mr was present medial. A xt clip (lot: 40201r2095) was inserted and grasped a2p2. After grasping the gradient rose to 10mmhg. The xt was removed from the valve, however during removal the clip became caught on a posterior chord causing it to tear. No flail was present, and mr rose slightly. The procedure ended with one clip implanted and mr reduced to grade 1-2. Gradient returned to 4mmhg after removal of the xt clip.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.